Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2014. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 02-nov-2014, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and diluadid via an implantable pump. The indication for use was spinal pain. The patient reported that they have had a little bit more pain over the last 3 months. The patient stated they do have ups/downs with intermittent pain but since getting the pump they have had great improvement and only recently in the last 3 months had "break thru pain". Per the patient, at their most recent refill last week, the nurse practitioner aspirated the catheter and when she drew back on the syringe, nothing came out. The patient confirmed there was no significant volume discrepancy noted at the refill and have not had any falls or trauma. The patient was getting a successful bolus when using the bolus. The patient was redirected to their healthcare provider to further address the issue and the patient mentioned they have an appointment tomorrow.